Manufacturer narrative:
Additional information was received that the worsening pain in the legs and arms was due to inadequate pain coverage and not related to a device failure. The patient underwent a revision where the ipg was replaced due to difficulty and frequency of charging. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had worsening pain in the legs and arms. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had worsening pain in the legs and arms. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4)